Manufacturer narrative:
(B)(4). The lot was manufactured from january 14, 2015 to january 15, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed drops of liquid inside of the bag that contained the device. However, the source of the liquid is not known. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its over pouch. The device contained flucloxacillin and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.